Event description:
Patient states that when she tries to scan the sensor she gets a message telling her to check the sensor to make sure it's secure. Patient states that she already has the sensor on and that the sensor is already secure but for some reason the screen keeps telling to make sure that her sensor is secured properly. Patient states that her phone wont read any blood sugar readings. Patient thinks this is a defective product and would like a replacement.